Event description:
(B)(4). After autoclaving the instruments, it was noticed that the inner surface of femoral trial was brownish in color. The femoral trial was returned for eval. It was confirmed that the femoral trial had a brown stain on the inner surface of the trial. No pt was involved.

Manufacturer narrative:
An internal investigation is being carried out to determine the root cause of the brown stain on the femoral trial. A supplementary MDR will be sent to the FDA once the investigation has been completed. No pt was involved in this event. The issue was identified prior to use in a surgical procedure.